Event description:
The customer reported that the sys experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.